Event description:
It was reported that noise was observed on the right atrial (ra) lead. The ra lead p wave sensing was 0.2mv. A ra lead fracture was suspected. The ra lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
New information received notes that prior to the procedure, the oversensing observed on the right atrial (ra) lead led to pacing inhibition. The sensing observed was too low compared to the chronic value. As previously noted, the atrial lead was replaced. The patient was stable.